Manufacturer narrative:
Date of event: unknown. (B)(6). No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd micro-fine ultra¿ insulin pen needle broke off into the thigh of a patient. There was no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary with additional lot number, expiration date and manufacture date information: ninety nine sealed 31g x 5mm pen needle samples were returned from the following lot numbers: medical device lot #: 6012737 ¿ one sample was returned. Medical device expiration date: 12/31/2020. Device manufacture date: 01/12/2016. Medical device lot #: 6202743 ¿ one sample was returned. Medical device expiration date: 07/31/2021. Device manufacture date: 06/20/2016. Medical device lot #: lot. No. 7152663 ¿ three samples were returned. Medical device expiration date: 05/31/2022. Device manufacture date: 06/01/2017. Medical device lot #: lot. No. 6355790 ¿ sixteen samples were returned. Medical device expiration date: 12/31/2021. Device manufacture date: 12/20/2016. Medical device lot #: lot. No. 6194830 ¿ fifty one samples were returned. Medical device expiration date: 06/30/2021. Device manufacture date: 07/12/2016. Medical device lot #: lot. No. 7123819 ¿ eleven samples were returned. Medical device expiration date: 04/30/2022. Device manufacture date: 05/03/2017. Medical device lot #: lot. No. 7143581 ¿ sixteen samples were returned. Medical device expiration date: 05/31/2022. Device manufacture date: 05/23/2017. Magnified examination was carried out on thirty samples across all lot numbers and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.